Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a procedure, upon interrogation, the pulse generator exhibited backup vvi mode. A software download was attempted, however due to battery status could not be completed. The device was explanted and replaced.